Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner unexpectedly stopped responding before a procedure, preventing user access to medication. The nature of the procedure was not disclosed. Customer reported that there was a 30-minute delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist applied knowledge article 000011828 - bioid not working in hta nor medapplication - medapp logs show "problem while initializing bio ID." The steps described in the knowledge article did not restore biometric scanner functionality. A field service engineer was dispatched to evaluate the device. The field service engineer replaced the device's biometric scanner. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner unexpectedly stopped responding before a procedure, preventing user access to medication. The nature of the procedure was not disclosed. Customer reported that there was a 30-minute delay. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,h6 and h11. Section e- all accurate information has been provided within the initial MFR 2016493-2023-01022 for the required fields. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-jan-2021 to 20-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid was not working, and the field service technician replaced the bad bio-ID scanner and rebooted the station. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner unexpectedly stopped responding before a procedure, preventing user access to medication. The nature of the procedure was not disclosed. Customer reported that there was a 30-minute delay. Patient or user harm was not reported.